Manufacturer narrative:
The reported event of ¿externalized conductors¿ was not confirmed. As received, a partial connector portion of the lead was returned in one piece measuring 11.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15268. It was reported that the patient presented in clinic. Upon investigation, it was noted the right atrial lead has a history of myopotential oversensing, and the right ventricular lead has externalized conductors. The external conductors were visualized with a chest x-ray. Both leads were extracted and replaced on (B)(6) 2019. The patient was stable.